Event description:
It was reported when using the pyxis ciisafe system that it had a drawer failure. A customer reported able to get medication from another station and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the controller board. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.